Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this ICD analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The ICD has been explanted at a surgical intervention and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this ICD analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The ICD has been explanted at a surgical intervention and has been returned for analysis. No additional adverse patient effects were reported.